Manufacturer narrative:
Beckman coulter customer technical specialist (cts) remotely assisted the customer with troubleshooting. The customer resolved the issue by replacing na electrode and calibrated ise per cts recommendation. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported multiple erroneous low sodium (na) patient results were generated on the dxc 700 au clinical chemistry analyzer. The erroneous patient results were released from of the laboratory and later they were amended. There was no effect to patient treatment in association to the event. Quality control was within specification prior to event.